Manufacturer narrative:
Although the suspect device has been rec'd, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.

Event description:
It was reported to boston scientific corporation on 10/08/2008, that a radial jaw 3 large capacity biopsy forceps device was used during an esophageal biopsy procedure performed in '08. According to the complainant, part of the jaw separated from the catheter, detaching into the pt. It was reported that the physician retrieved the detachment with a roth net. The procedure was completed with another radial jaw 3 large capacity biopsy forceps device. There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."